Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a damaged dso seal. A review of the event history log found error 46011. During the functional testing, the customer reported issue was able to be confirmed. The cause of the issue was a damaged pwa. The pwa and dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during preventative maintenance, it was noticed that it was impossible to stop an occlusion alarm with a clamp. The battery and power cord had to be removed to reset the pump. The event date is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported.